Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device was not returned to the manufacturer. Therefore it could not be analyzed. The device history record has been reviewed. No discrepancies were found. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the one of the monomer bag did not empty.

Event description:
It has been reported that the one of the monomer bag did not empty.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g1-2-g3-g4-h2-h6-h10. The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended, and the root cause is undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly zimmer biomet will continue to monitor for trends. .

Event description:
It was reported that the monomer didn't enter into the cartridge.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The returned device was evaluated and the reported event was confirmed. The evaluation of the product showed that the monomer of the left pouch didn't enter into the cartridge. With the available information, the exact root cause of the event could not be determined. No similar complaint has been recorded for optipac 80 refobacine bone cement r-3, reference 4712500398-3, batch 712ba07300 within one year. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.